Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent inaccurate fill estimates were received. Tandem technical support reviewed pump data and confirmed reported issue. Customer reported blood glucose was within range.